Event description:
An ophthalmic surgeon reported that the vitrector did not cut during a vitrectomy procedure. The case was able to be completed. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).